Manufacturer narrative:
A ge service rep performed an onsite investigation. The backplane mount, backplane, video controller pcb, system interface pcb, cpu pcb, display adapter pcb, image processor pcb, ps1, fluoro function pcb, gib pcb, interconnect cable and hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death reported related to this event.